Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that following her surgery, patient began suffering from discomfort and pain in her hip, and she currently hears clicking and popping sounds in her hip. Blood tests confirmed that her blood contained abnormal levels of the metal used in the asr hip.